Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to non physiologic sensing and noise on the right ventricular (rv) lead. A chest x-ray was taken which showed two leads in very close proximity to each other, but no confirmation on whether this was the cause. No oversensing was observed real time; they were unable to produce any oversensing with arm or shoulder movements. The lead remains in use. No patient complications have been reported as a result of this event.